Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the swg (spring wire guide) kinked during use on a patient. No patient harm reported. A new guide wire was obtained to complete the procedure. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the swg (spring wire guide) kinked during use on a patient. No patient harm reported. A new guide wire was obtained to complete the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.